Event description:
The customer stated that insulin leaked from the reservoir into the insulin pump's reservoir compartment. The reported blood glucose reading at the time of the call was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.